Event description:
Sorin group deutschland received a report that the sorin c5 system displayed a shaft angle encoder error message during set up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group deutschland manufactures the sorin c5 system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
Sorin implemented a field safety corrective action for replacement of the encoder in affected sorin c5 systems. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin c5 system displayed a shaft angle encoder error message during set up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative examined the shaft angle encoder and was able to confirm that the part was defective. The defective encoder was replaced and further tests showed the pumps to be running satisfactorily. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. (B)(4) was initiated on (B)(6) 2013 to inform users of the issue. (B)(4) has been implemented to rework products in sorin control and to resolve the issue in newly manufactured units to prevent recurrence. Additionally, a field action was issued to correct affected systems in the field.